Event description:
It was reported the patient had an unknown sling implanted. The sling had caused perforation of the urethra and infection. The sling was explanted. No further patient complications reported in relation to this event.